Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch err). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported sensor 322 (link switch error low) which was reproduced during evaluation. System error 322 alarms were verified through a review of the event history log. The cause was determined to be a upper auxiliary flex not locking in connection of input/output (I/o) processor printed circuit board (pcb). The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.